Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use the tubes are only filling up half way with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported tube only filled up halfway.

Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: 700004792 was reported, however, this is not a batch manufactured for this product. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the tubes are only filling up half way with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported tube only filled up halfway.